Event description:
It was reported an evac 70 xtra wand had one electrode broke during the procedure which resulted in a 30 minute delay. It was stated that the broken piece did not fall into the surgical site, however, it was not retrieved. The procedure was successfully completed using a back-up device.

Manufacturer narrative:
Visual inspection found extensive electrode wear on the middle and bottom electrodes with moderate wear on the top electrode with the presence of dried tissue. There was discoloration where the shaft met the spacer from activation of the wand. There were no manufacturing abnormalities visually observed with the returned wand. Functional evaluation revealed the subject wand performed as intended and exhibited no functionality issues during the testing process. The most likely root cause of the complaint was determined to be the end of useful life for the returned device, as physical evidence found that the electrodes came to a point which is consistent with disintegration ¿breaking¿ of the electrodes. Factors that can accelerate the wear of electrodes such as: (1) the angle the device was handled during the procedure or (2) using set points higher than the default settings or using the wand for an extended period of time. The instruction for use (¿IFU¿) contains instructions on obtaining the maximum effect using lowest power settings and continuous motion. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.